Event description:
It was reported the subject device takes a long time to prime and has poor flow, even when increased to maximum. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. The customer stated the unit was over two years old and did not recall the pump head was ever replaced. Troubleshooting advice was provided to conclude the probability that the pump head had failed. Customer will order and install a new pump head. Three additional attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device takes a long time to prime and has poor flow, even when increased to maximum. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported the subject device takes a long time to prime and has poor flow, even when increased to maximum. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial report. The legal manufacturer performed an investigation, and it has been determined there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.